Manufacturer narrative:
No product was returned for investigation. The root cause of the tachycardia was unable to be determined due to insufficient clinical details. The cause of the heart block was not determined due to insufficient clinical details.

Manufacturer narrative:
A4, a5, and a6 are unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient implanted with an impella cp experienced an atrioventricular block. The patient was successfully resuscitated, but it resulted in the development of ventricular tachycardia. After cardioversion, the conditions resolved and support continued with the implanted device. The patient was later successfully weaned from the device and survived.